Manufacturer narrative:
Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient states their device keeps going on and off. Patient states there is a period of time when the device goes off and then they can feel it stop. Patient also states when they get up to go, they immediately void. Patient stated they went to see the doctor a few weeks ago and at that time the stimulator was turned off. Patient confirmed they turned stim back on at the appointment and by the time they got home, they had a stomachache that's getting worse and worse. Patient then stated they were having periods of nauseousness and poop cramps but no poop. Patient reports within 20 minutes of leaving the appointment, their stomach hurts and nothing they take makes a difference. Patient services asked if turning stim off makes the stomachache go away and patient states the pain becomes bearable but is still there. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.